Event description:
It was reported that the patient sustained a fall and developed a hematoma around the device pocket. A subsequent pocket erosion pocket occurred and exposed the implantable cardioverter defibrillator. The patient was scheduled for pocket revision where antibiotics were administered, and the wound was irrigated. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was returned due to the reported events of pocket erosion and hematoma. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.